Event description:
It was reported that there was loss of image for a few minutes.

Manufacturer narrative:
Alleged failure: during 1st case, image started strobing during surgery. Had to switch to another camera to finish case- case completed successfully. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: loose kal cable inside camera head. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image for a few minutes.